Manufacturer narrative:
The reported observation of ipg not communicating with the clinician programmer was confirmed during electrical analysis. The root cause of the observation was due to the device battery being fully depleted. The device was charged with no issues observed and was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed which includes charge testing of the eterna device. The lead system was not returned. Based on the ipg logs, the device had normal lead impedance values logged up to 5/28/2024, which is when the ipg battery voltage dropped low enough to turn off the output stimulation.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. One of the patients leads was fractured and the other lead migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg and fractured lead were explanted and replaced and the lead that migrated was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.